Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16003). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the ER after receiving vibratory notification. Upon interrogation, the device was found to be at eri. The remaining battery longevity dramatically dropped from the expected longevity since last check up. Device was explanted and replaced without complication.